Event description:
It was reported that post operation, the right atrial (ra) lead exhibited increasingly high impedance and increasingly high thresholds. An attempt to program the lead off yielded a loss of therapy that the patient could feel, so the ra lead was turned back on. Testing yielded no noise or sensing issue so the physician opted to leave the lead in use and monitor the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4196-88, lead, implanted: (B)(6) 2009; 6947-65, lead, implanted: (B)(6) 2009. (B)(4).